Manufacturer narrative:
(B)(4). Although we have not established that the device caused or contributed to the event, we're reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Method and conclusion - the reported did not lot information or access to the device. Method and results - labeling gives adequate warnings and precautions to the user. Conclusion - this is addressed in the directions for use mucous membranes are to be protected by using a rubber dam and to be sure that gluma desensitizer only comes into contact with the area to be treated. Directions state to apply the smallest possible amount of gluma desensitizer required for treatment to the dentinal surface. User failed to properly isolate tissue using a rubber dam and applied excessive amount of gluma desensitizer thus exposing the entire mouth to the liquid. It is addressed in the directions for use that gluma desensitizer is irritating to skin and contact with skin should be avoided. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The directions also state, gluma desensitizer must not be used if the patient is allergic to any ingredients contained in gluma desensitizer. It is addressed in the directions for use that gluma desensitizer is, harmful, contains glutardialdehyde, 2-hydroxyethyl-methacrylate. Irritating to skin. May cause sensitization by skin contact. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. Device not returned, no info on lot.

Event description:
Received a report of possible allergic reaction to gluma desensitizer from a hygienist. She said she was calling on her brother's behalf. She reported that he has sores in his mouth and a burning sensation. His mouth had sores and hurt all over. She said that his palate was blistered and swollen. She said went to the dentist for a temporary filling placement and they applied the gluma to the tooth being treated. She said that they also use it in her office and have never had an adverse reaction to it. She reviewed the directions after her brother called her. She said that her brother's dentist did not use rubber dam isolation and she said she suspects that he may have applied too much as the reaction was all over his mouth. She said that at first they had him try rinsing with (B)(6) to alleviate the symptoms, but then it only got worse. She said that they then prescribe a mouthwash that contains benadryl and steroids. She said that this is working, but he is still a bit sensitive due to the remaining sores. He is continuing to use the mouthwash. The caller stated she would prefer that we not contact the dentist. She said she wants to visit with the dentist first.